Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reports right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, posterior and radius, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on anterior, posterior and radius, opening crease smooth on posterior, brown particles on fill channel. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior, posterior and radius assessed as surgical damage. An opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "deflation" and "capsular contracture baker grade I". The device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5, d.6b, h.6

Event description:
Healthcare professional reported additional event of capsular contracture baker grade I. Device has been explanted.